Event description:
It was reported that the patient had loss of anatomical alignment after fracture reduction. The revision surgery is planned.

Manufacturer narrative:
Waiting for more information to allow start of investigation.